Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of arterial occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for impaired vascular system (circulation): "contra-indications do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)."

Event description:
Healthcare professional reported an injection with unspecified juvéderm¿ voluma¿ in the temple. An unspecified time after the patient experienced an arterial occlusion. The patient was referred to the emergency department of a hospital in another country.